Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes dp5df1 and 2880666 a search of the complaint database search finds additional reported incidents against lot code 2843782 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that the patient suffers from pain and a loose acetabular component.

Manufacturer narrative:
This complaint is still under investigatoin.

Manufacturer narrative:
(B)(4). Added: date of birth, expiration date.

Event description:
In addition to what were previously alleged, ppf alleges loosening of cup.